Event description:
Thept was scheduled for a ugi and small bowel series on 5/4/95. He had a history of reflux, copd, pneumonia, tb-mai in 1994. During the ugi he had a small amount of coughing, but did not appear to have aspirated the barium. Subsequent abdominal films for the small bowel series showed there was a medium amount of barium in the bronchial tree, lower lobes, apparently due to aspiration. The pt was monitored for 2 and 1/2 hours following the procedures and had no distress or change in vital signs. The pt developed pneumonia/ards and subsequently died on 5/12/95.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.